Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive before and after a battery change. Customer's blood glucose was 40 mg/dl at the time of incident and treated with food. Troubleshooting found that the pump also alarmed failed battery and the pump does not respond to any battery presses. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. Customer declined low blood glucose troubleshooting.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked j2 keypad connector on the lcd board. Unable to verify for fail battery test alarm or perform functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to no button response. The insulin pump had minor scratched display window, cracked display window corner, cracked case at the display window corners, cracked reservoir tube lip and missing the end cap sticker.